Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a percutaneous vertebroplasty for a compression fracture. It was reported that the balloon was unable to be inflated. Therefore, the balloon which had been used on one side was inflated on the other side. After the balloon was inserted, it was attempted to be inflated, but the balloon did not inflate, and the pressure also did not rise. When it was removed for checking and inflated outside the operating field, the leakage of contrast agent from the tip was noted. Therefore, it was considered whether the tip of ibt was broken from the stage of opening the product. It was suspected that the balloon was broken by noting that the pressure dropped and there was a partially smoke-like image around the balloon in the fluoroscopic image. When it was deflated, and removed outside the body for checking, there seemed being no problem at first glance, but when it was inflated, there was a pin hole, and it was noted that the contrast agent leaked from that. At that time, contrast agent got in the eye of assistant doctor from osaka city university orthopedics. There was also a contrast agent leakage in vertebral body, after cleaning with saline, pmma filling was performed. Another ibt was used to cope with the problem on both sides. No operation like drilling in the presence of balloon which would cause the breakage was performed, so an investigation was requested. The device will be returned and will not be replaced. It was reported that there was no injury other than the fact that the contrast media remained in the patient's body after operation. No complications currently, it will be reported later if there is any complication. The issue regarding the contrast agent that got in the eye of the doctor, has been resolved.

Manufacturer narrative:
H3: product analysis: visual and functional inspection revealed the balloon has been damaged. The damage is a pinhole located in the middle of the balloon. This damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.